Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. The duckbill seal was found damaged and open at the top. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked soon after the device was tapped on the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Were any noises heard such as whistling or hissing?---yes. If so, did the noise prevent insufflation? Please describe the noise. ---no information. Was there a drop in pressure? ---no. If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---no information. Was a device inserted in the trocar during the leaking? If so, what device? ---a forceps. Was any torque being applied to the trocar or device? ---no.